Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have been to the emergency department as they experienced palpitations and "rate drop" events. They are concerned the device may not be working. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.